Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 621811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("cysts"), endometriosis ("endometriosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hyst. (Partial) laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia, cyst, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, dyspareunia, endometriosis and pelvic pain to be related to essure. The reporter commented: it was reported that all pain was went away for the most part (earlier outcome was recovered). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality-safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 621811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("cysts"), endometriosis ("endometriosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hyst. (Partial) laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia, cyst, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, dyspareunia, endometriosis and pelvic pain to be related to essure. The reporter commented: it was reported that all pain was went away for the most part (earlier outcome was recovered). Most recent follow-up information incorporated above includes: on 5-sep-2019: reporter and patient demographics were added. Essure lot number. Added events dysmenorrhea (cramping). Updated reported event term pain. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("cysts") and endometriosis ("endometriosis"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia, cyst and endometriosis outcome was unknown. The reporter considered abdominal pain, cyst, dyspareunia, endometriosis and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : new events, "pelvic/abdominal pain, endometriosis, dyspareunia (painful sexual intercourse), cysts, she did not undergo essure confirmation test " were added. Outcome of events, "pain" were changed to "recovered/resolved". New reporter contact information was added. Patient's information and demographics were added. Product information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.